Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was not returned to olympus for inspection; however, the reported failure was confirmed by technical assistance center. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to configuration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer called technical assistance center (tac) reported the device did not display any image. Tac confirmed with the customer about getting olympus splash screen on powering on the device. Tac walked the customer on how to change the input on the monitor. It was then changed to serial digital interface (sdi) and received a signal. The issue was addressed by selecting the correct input. No product return. Issue was resolved after troubleshooting with tac. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image during inspection for use. There were no reports of patient harm.